Event description:
We received on 29 october 2025 the complaint (B)(4) concerning a patient enrolled in the clinical study - tryptik ti in spain. The patient had the surgery on (B)(6) 2023. The patient suffered an ictus one week after the surgery and was hospitalized in another hospital. During 6-12 weeks post-operative visit on (B)(6) 2023, the patient informed the investigator about the event. Action taken: mechanical thrombectomy.

Manufacturer narrative:
After receiving the complaint, the manufacturing folder of the three batches has been reviewed. The production process complies with the predefined specifications, and the quality control checks were successfully passed. There were no non-conformities observed during the manufacturing process for all the batches. 1. Batch 5-6375 this device has been manufactured in september 2020, with a total of (B)(4) units. There are 39 units implanted, and this is the 1st complaint that we received. 2. Batch 6-4614 this device has been manufactured in february 2022, with a total of (B)(4) units. There are 45 units implanted, and this is the 3rd complaint that we received, but for another reason. 3.batch 5-4262 this device has been manufactured in july 2020, with a total of (B)(4) units. There are 11 units implanted, and this is the 1st complaint that we received. The side effect "vascular disorder" (ictus - thrombosis) is clinically well known but not yet included in the instruction for use. This document has been recently updated and in process of validation. After approval, the new version will include the side effect "vascular disorder". This adverse event is not related to device deficiency. Since 2021 (pms classification report), 19736 cages for the (B)(6) range have been implanted, and this is the 2nd complaint that we have received which reports this kind of issue, which represents a defective rate of (B)(4). Images are available upon request.